Event description:
The customer reported having high blood glucose. Troubleshooting was performed. The customer's blood glucose was treated with manual injections. The programming, time, and date on the insulin pump were correct. The customer stated that she changed the infusion sets every three days. Ran a fixed prime test and the insulin exited. During the call, the customer stated that she was hospitalized for high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.